Event description:
During the saphenous vein procedure, the co2 did not fill the tunnel fully and the tunnel collapsed. The physician completed with a bridging technique to harvest the saphenous vein. Bridging is a less invasive procedure. Converted to a bridging technique (series of small interrupted incisions). The procedure was completed without any additional complications to the patient.